Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the of bacterial peritonitis with gram stain positive for gram negative escherichia coli and culture positive for e. Coli in an patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis with gram stain positive for gram negative escherichia coli and culture positive for e. Coli. On an unreported date, the patient was treated with augmentin (dose, frequency and route not reported) and bacterim (dose, frequency and route not reported). The cause of the bacterial peritonitis was unknown. On an unreported date, the patient recovered from the bacterial peritonitis with gram stain positive for gram negative escherichia coli and culture positive for e. Coli. It was not reported whether dianeal pd2 unknown bag was continued. The reporter did not provide an assessment of causality.